Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The reported observations were unable to be confirmed. The device passed all visual inspection and was found to be electrically continuous. The conclusion was determined to be attributed to a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead exhibited perforation of the heart. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited perforation of the heart. This lead was subsequently explanted and replaced. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.